Event description:
The event is reported as: the handle of the applier snapped off during surgery. The device was being used in a robotic assisted procedure. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.